Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited black screen when the electrical surgical unit was activated. The event occurred during a colonoscopy procedure. It was reported that the procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was provided from the investigative results that the subject device was not returned to the repair department, so a duplication check could not be carried out. As the device was not returned for an evaluation, a cause could not be further surmised from the investigative results. Olympus will continue to monitor field performance for this device.